Event description:
During application, the needle disengaged from the instrument after a few passes. Another device was used to complete with no ill-effects to the patient reported. Procedure: lap gatric bypass.

Manufacturer narrative:
An instrument was received with a broken needle in the jaws. The broken portion was removed and the instrument was reloaded with a needle from the quality assurance inventory. The needle was applied to test media and found to function properly in accordance with the master device testing standard. Pressure was exerted on the needle in all directions from both sides of the clinical conditions. It was concluded that the needle bent and ultimately broke under pressures that were beyond design limits.